Event description:
It was reported to medtronic neurosurgery that the lumboperitoneal strata valve's pressure setting changed, resulting in overdrainage of csf.

Manufacturer narrative:
The product was unavailable for return as the valve remains implanted. Therefore an eval of the device performance was not possible, and the reported level change could not be confirmed. There was no injury to the pt. A review of the mfg records showed no anomalies.